Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported leadscrew anomaly. Customer blood glucose was unknown at the time of incident. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue use of the insulin pen. Mmt-105nnblna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unable to perform baseline and wireless functionality, displacement dose accuracy, leadscrew reset torque test, and leak test due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: no mechanical malfunctions of leadscrew noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Unable to verify alleged high bg. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Missing injection foot was noted and confirmed during visual inspection. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.